Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. However, record review indicated a possible diagnostic anomaly could not be ruled out.

Event description:
During a remote follow-up, low pacing impedance on the right ventricular (rv) lead was noted. During a follow-up, upon interrogation, the pacing impedance was normal and in range. Further review of the session records indicated the decreased impedance measurement may be false. The lead will continue to be monitored and no further intervention was performed. The patient was stable with no adverse consequences.